Manufacturer narrative:
Other text: h6. Health impact, and evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause of a high pressure alarm is the dso" sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had previous issue with high pressure alarm which did resolve. She just switched cassette and pump again tonight, (B)(6) 2023, and received another high pressure alarm. The reported product fault occur while in use with patient. The product issue did not cause or contribute to patient or clinical injury.